Event description:
It was reported that the customer's insulin pump had cracks. Her blood glucose level was 180 mg/dl. Part of the insulin pump chipped off near the battery casing. There was also a crack above the screen. The insulin pump was dropped several times. The customer was in a wheelchair because she fell and had surgery. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, cracked case near lcd window corner, and minor scratches on lcd window were noted. Loose/protruded drive support disk.